Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2016-00621. It was reported that the patient underwent an implant surgery on (B)(6) 2016. During the procedure the patient fell off of the table. In addition, all implants were removed. Patient was stable post procedure.